Event description:
I had intralase customvue lasik surgery performed by dr (B)(6) from (B)(6) eyecare. The procedure was done at (B)(6) on (B)(6) 2013. Ever since the surgery I have had significant halos, starbursts, glare and dry eye. Thankfully, I can function and drive without difficulty but my vision is worse than when I wore glasses or contacts. I expressed my concern and dr (B)(6) did attempt soft contact lenses as well as rgp's without success. He stated he believed the cause of the light source distortions were because of my pupils dilating beyond the ablation zone at night. He did try alphagen drops and they did not help. Lasik was the worst decision I have ever made. I researched extensively about the risks of lasik and they seemed very, very low at the time. I hope as more people come forward, the true numbers of complications are revealed. If I would have known that these complications are common, I would have never taken such a terrible risk. Thank you. (B)(6) ilasik.